Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's father reported that the patient had high impedance which caused the implantable pulse generator (ipg) to be replaced. He also mentioned the ipg may have been at end of life (eol). It is not clear and could not be confirmed via follow up that the high impedance was related to the ipg or the right ventricular (rv) lead which was also capped and replaced during the procedure. No patient complications have been reported as a result of this event.